Event description:
It was reported that the patient presented to the emergency room (ER) when a lead integrity alert was triggered. The right ventricular lead was oversensing and had high impedance; a fracture was suspected. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2002. (B)(4).